Manufacturer narrative:
Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated after 1 ¿ 3 days of the sensor session, the skin under adhesive patch would become irritated and itched. When she removed the adhesive patch, the area was infected. She was evaluated at the clinical and was provided a topical lotion. No additional patient or event information is available.